Event description:
I received a depuy pinnacle hip system on (B)(6) 2007. Prior to surgery, I had normal arthritic pain. After implant, I started having problems and it progressively got worse. I could barely walk and it was very painful. I was confined to my home and required a cane to walk. I dislocated the hip 3 times requiring trips to the ER. Diagnosis or reason for use: end stage degenerative arthritis right hip.